Manufacturer narrative:
An event regarding infection involving unknown gmrs femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "no specific occlusions can be made based on the data presented. No medical information, patient history, sequential x-rays, or operative reports were provided for review. The report is based solely on the pi reports and a powerpoint slide it looks like a stryker request for custom implants. It appears that there is a request for custom implants for patient with a distal femoral resection having failed distal femoral replacement due to infection. The patient currently has a spacer in place. Event confirmation: a distal femoral resection can be confirmed with what appears to be antibiotic spacer. Request for custom implants can be confirmed. Root cause: the root cause for the surgery is an osteosarcoma. The root cause for the revision surgery has been aseptic loosening and infection. The root cause of the request for custom implants is significant bone loss and osteolysis." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "no specific occlusions can be made based on the data presented. No medical information, patient history, sequential x-rays, or operative reports were provided for review. The report is based solely on the pi reports and a powerpoint slide it looks like a stryker request for custom implants. It appears that there is a request for custom implants for patient with a distal femoral resection having failed distal femoral replacement due to infection. The patient currently has a spacer in place. Event confirmation: a distal femoral resection can be confirmed with what appears to be antibiotic spacer. Request for custom implants can be confirmed. Root cause: the root cause for the surgery is an osteosarcoma. The root cause for the revision surgery has been aseptic loosening and infection. The root cause of the request for custom implants is significant bone loss and osteolysis." No further investigation is possible as this time if additional information becomes available this records will be re-opened. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control.

Event description:
No new information.

Event description:
This pi is for the 2016 revision. As per pss implant request: brief medical history: osteosarcoma 2009 that affected the right distal femur that underwent resection and replacement. Revision due to infection 2016 treated with an antibiotic spacer. Failed right distal femur aseptic loosening and osteomyelitis. Explantation and antibiotic space (B)(6) 2025 to present. Would like a proximal stem with a diameter larger than 19mm with standard length possibly 1 cm with a side plate that allows for a screw to be driven through plate and through stem. A 19mm reamer was used and was still too small for canal.